Event description:
It was reported that they are getting error code100 which caused the patient to be re-exposed for this image. The fe found that the hv power supply needed to be replaced and once it was replaced the system worked as intended.